Event description:
The customer reported via phone call that the insulin pump's battery did not last for more than 1 week. The customer stated that the battery had been changed 5 days prior. The battery indicator showed less than 2 bars. The customer did not know the blood glucose reading. The customer also reported that the insulin pump sustained scratches to the screen. Customer stated that the reservoir could not be seen clearly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.